Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 510 mg/dl. The customer informed that the insulin pump was not working anymore. The customer stated that they had an battery out limit alarm before it died out. The customer stated that the insulin pump alarmed after battery change. The customer was able to clear the alarm. The insulin pump was alarming at time of call. The customer was advised to disconnect, remove reservoir and rewind the insulin pump. The customer stated that the insulin pump worked well. The insulin pump will not be returned for analysis.